Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that after tha surgery using accolade1, a femoral fracture due to falling was found.

Manufacturer narrative:
The event was not confirmed. Conclusions: based on the event description, it is likely the reported periprosthetic fracture was the result of trauma from a patient fall. However, the exact cause could not be determined as no patient medical records were provided for review and the devices were not returned for evaluation. No further investigation is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that after tha surgery using accolade1, a femoral fracture due to falling was found.